Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated that in order to address the patient's issue of ineffective stimulation, surgical intervention was undertaken on (B)(6) 2015 and an additional lead was implanted. The patient reported effective stimulation coverage postoperative.

Event description:
It was reported the patient is experiencing ineffective stimulation. Reprogramming was unable to resolve the issue.